Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 145 mg/dl and 78 mg/dl. Customer took 5 extra units of novolog insulin based upon these readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.